Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lia had triggered for sensing integrity counter (sic) and high rate non-sustained (hr-ns) episodes.

Manufacturer narrative:
Concomitant products: 4194 lead, (B)(6) 2005; 4076 lead 2005. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured. The lead remains in use. No patient complications have been reported as a result of this event. (B)(6) 2017. It was further reported that the patient received two inappropriate shocks for what appeared to be oversensing and/or t-wave oversensing on the right ventricular (rv) lead which triggered a lead integrity alert (lia). The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.